Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip. Is the reported risk/harm listed in the IFU? The event 3 is detectable and preventable by handling device in accordance with the following IFU. Instruction manual evis exera iii small intestine videoscope olympus sif-h190 operation chapter 3 preparation and inspection 3.3 endoscope inspection endoscope inspection. Chapter 4 usage 4.3 use of treatment devices radiofrequency ablation treatment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the small intestinal videoscope's plastic distal end cover had a burn. There was no patient involvement.